Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock while the patient was exercising. The patient had previously been lost to follow up and was known to be at elective replacement indicator (eri) status as of a prior clinical encounter. Although a generator change out was planned, it was not performed. Upon readmission, historical records indicated prior noise on the lead, and extraction had been offered but declined by the patient. A recent echocardiogram showed an improvement in ejection fraction (ef) from the 20s to mid 40%, and based on clinical judgment, the ICD was permanently deactivated. The patient reported audible beeping from the device. No additional adverse effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock while the patient was exercising. The patient had previously been lost to follow up and was known to be at elective replacement indicator (eri) status as of a prior clinical encounter. Although a generator change out was planned, it was not performed. Upon readmission, historical records indicated prior noise on the lead, and extraction had been offered but declined by the patient. A recent echocardiogram showed an improvement in ejection fraction (ef) from the 20s to mid-40%, and based on clinical judgment, the ICD was permanently deactivated. The patient reported audible beeping from the device. No additional adverse effects were reported. Additional information was received that this ICD had reached elective replacement indication (eri) approximately two years prior. Due to non-medical circumstances, the patient did not undergo device replacement at that time. Later, the patient presented with inappropriate sensing for sinus tachycardia while the device was at end of life (eol). A device replacement was planned; however, given the known high pacing thresholds, the patient was referred for lead extraction and revision. A pre-procedural computed tomography (CT) scan demonstrated suspected lead perforation and possible lead fracture per physician assessment. As a result, the physician the lead was surgically abandoned and replaced, and the ICD was explanted and replaced due to normal battery depletion (nbd) at the procedure. No additional adverse patient effects were reported. This ICD was returned for analysis.